Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if an autopsy was performed. It was not reported if peritoneal dialysis therapy was ongoing up until the time of death or if the patient was connected to a baxter healthcare homechoice device at the time of death. No additional information is available.